Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history record was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved a microclave clear neutral connector where it was reported a nurse went to a client's home for routine peripherally inserted central catheter maintenance. Noted air bubbles in both lumens of clients PICC line. The patient denied any shortness of breath, chest pain or light headedness. Invasive procedure was not provided or not applicable. The tubing was replaced and therapy resumed. There were no cuts, tears, or any defects noted. The set up was also not recorded. There was patient involvement and no report of harm. It is also noted the customer reported the incident on (B)(6) 2023; however, the this device was manufactured on 2/4/2023.